Event description:
Patient was having a surgical procedure "laparoscopic umbilical hernia repair with mesh." During the procedure, the sobrafix fired correctly the first few times and then made a loud crack noise. The surgeon stopped using piece of equipment and removed it for evaluation. Upon inspection, it was noted to have a crack. Removed from the sterile field. Md aware. New sobrafix was opened and finished procedure. No harm noted. FDA safety report ID # (B)(4).